Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was not able to reproduce the reported issue. However, the stm verified the maintenance code in the unit's fault logs and replaced the power supply as a precaution. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a power up fault code the event occurred prior to use. There was no patient involvement and no adverse event reported.